Event description:
After cutting the patient's sternum with the regular stryker saw, the surgeon noted that there was oil in the patient's wound. The saw was passed off the sterile field immediately. The sternum was irrigated with warm lactated ringers solution and ancef by the surgeon. It was found that after maintenance of the saw was completed by stryker, the hand piece was not resealed appropriately to prevent lubrication from leaking from the hand piece.

Event description:
After cutting the patient's sternum with the regular stryker saw, the surgeon noted that there was oil in the patient's wound. The saw was passed off the sterile field immediately. The sternum was irrigated with warm lactated ringers solution and ancef by the surgeon. It was found that after maintenance of the saw was completed by stryker, the hand piece was not resealed appropriately to prevent lubrication from leaking from the hand piece.